Event description:
It was reported that the health care professional (hcp) requested a review of stored tachycardia therapy episodes for the patient with this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) discussed episodes appeared both ventricular and atrial arrhythmias. A change in atrial rhythm appeared prior to ventricular rhythm which is consistent with atrial driven arrhythmia. Additionally, in one of the episode the shock accelerated the rhythm to a ventricular fibrillation (vf) and a second shock successfully slowed it down. Technical services (ts) discussed possible reprogramming options. No additional adverse patient effects were reported.